Event description:
(B)(6) health custom block tray, cat #: busse 2582, lot #: 1330075. Complaint number filed with (B)(4). Tray was opened to use in pt procedure and noted to have small black "things" in the barrel of the syringe. The "things" when looked at under a magnifying glass looked to be fleas. This product never reached the pt, and all product with this lot number were pulled. This product is being returned to (B)(4) hosp disposables for eval and report.